Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer passed away at home. The cause of death was hear failure due to diabetes. The caller stated that the customer's went to bed with blood glucose of 100 mg/dl. However, the caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at the time of death. The caller stated that the customer had renal transplant and had heart disease. The customer was not using sensors. The caller stated that the insulin pump is still at the funeral home; however, they agreed to return the insulin pump for analysis. The caller did not have the insulin pump; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer.